Event description:
A caller reported a malfunction with their insulin pump, but there was no adverse impact on the customer's blood glucose level. The pump was included in a field correction, and the caller had already acknowledged receiving the email notice. As a resolution, technical support decided to replace the malfunctioning pump. The customer was aware of how to handle the pump return process and would continue using the current pump until the replacement with updated software arrived. The necessary shipping details and instructions for returning the problematic pump were confirmed and understood by the customer.